Event description:
Int'l cust reported that the surgeon observed air traveling from the reservoir to the drain. The surgeon suspects a failure of the anti-reflux valve. No adverse patient consequences were reported.

Manufacturer narrative:
The product upon which this medwatch is based is anticipated. Once the product is received any further info derived from the eval will be submitted in a supplemental 3500a form. A review of the batch mfg records was conducted. This review did not identify any non-conformances and the batch met all finished goods release criteria.